Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), the entire touchscreen was not responding to input. The hospital had a third-party service replace the touchscreen which returned the device to normal operation. It was confirmed that following the part replacement, the device was returned to use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm was reported.